Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial #: (B)(4), implanted: (B)(6) 2007, product type: catheter, ubd: 11-jan-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 140 mcg/ml of compounded baclofen, 5,000mcg/ml of fentanyl, and 20mg/ml of bupivacaine at 98.09mcg/day, 3,503mcg/day, and 14.012mg/day a day, respectively, via an implantable pump for non-malignant pain. It was reported the rep was asked by a neurosurgeon to interrogate the patient's device to determine what medication was being delivered. The patient had been in the hospital for about one week to see about a possible granuloma. There were no environmental/external/patient factors that may have led or contributed to the issue. It was indicated the patient had a magnetic resonance imaging procedure (MRI) while they were in the hospital. The results were not provided. The doctor was considering taking the patient to surgery the week of the report to possibly remove the catheter. However, after the doctor saw the patient's medication and dosing the doctor said the patient would need to be titrated down. The rep was told that the patient was not experiencing any neurological deficits so the catheter would not be removed at this time. The rep believed the patient was returning to their pain management doctor to decrease the dosing. The issue was not resolved at the time of the report. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the rep would need to talk with the surgeon regarding if the granuloma had been confirmed. It was noted the hcp removed the bupivacaine on (B)(6) 2019 and had started titrating the dose down. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). It was reported the granuloma was about t10-11 level. The doctor removed all of the drug and replaced the drug with preservative free saline. The doctor planned to rescan the patient in the future.